Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s. (B)(4). Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.0/x119 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and was exchanged for a longer lens. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned for evaluation. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.